Manufacturer narrative:
This supplemental report is being submitted with an update to section: b5 describe event or problem. It was indicated that the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that difficulty withdrawing the catheter occurred. A pulse field ablation procedure for atrial fibrillation was performed using a farawave catheter. An unknown sheath was placed and the farawave catheter was advanced into position in the left atrium. Deployment of the farawave catheter was tested near the left pulmonary veins and the catheter would not undeploy from basket configuration to a nominal state. Additional force was required to remove the farawave catheter and a new farawave catheter was used to complete the procedure. No patient complications were reported. It was further reported the sheath used was a faradrive sheath.

Manufacturer narrative:
This supplemental report is being submitted with an update to sections: d2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. E1 initial reporter phone: (B)(6). Device analysis: upon receipt at a boston scientific (bsc) post market quality assurance laboratory, the farawave catheter was analyzed by a bsc quality investigator. The farawave catheter was visually and functionally examined. Visual inspection identified no outer abnormalities. During functional testing a test guidewire was successfully inserted through the farawave catheter. Deployment and undeployment of the farawave catheter were tested multiple times and no unusual resistance was encountered during deployment to basket or flower position. Based on analysis of the returned farawave catheter, the reported events of guidewire difficult to withdraw and catheter difficult to undeploy were unable to be confirmed.

Event description:
It was reported that difficulty withdrawing the catheter occurred. A pulse field ablation procedure for atrial fibrillation was performed using a farawave catheter. An unknown sheath was placed and the farawave catheter was advanced into position in the left atrium. Deployment of the farawave catheter was tested near the left pulmonary veins and the catheter would not undeploy from basket configuration to a nominal state. Additional force was required to remove the farawave catheter and a new farawave catheter was used to complete the procedure. No patient complications were reported. It was further reported the sheath used was a faradrive sheath.

Manufacturer narrative:
It was indicated that the device will be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that difficulty withdrawing the catheter occurred. A pulse field ablation procedure for atrial fibrillation was performed using a farawave catheter. An unknown sheath was placed and the farawave catheter was advanced into position in the left atrium. Deployment of the farawave catheter was tested near the left pulmonary veins and the catheter would not undeploy from basket configuration to a nominal state. Additional force was required to remove the farawave catheter and a new farawave catheter was used to complete the procedure. No patient complications were reported.